Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5302 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim. Nurses in the ed unit at (B)(6) reported drops of blood or fluid when disconnecting syringes from the bd maxzero¿ connectors (mz5302). They expressed concern about potential exposure risks.